Manufacturer narrative:
Patient information was unavailable from the site. The suspect frame was returned to the manufacturer for analysis. The frame was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while in a spinal fusion, the reference frame fractured when attempting to seat it onto the pin. The site continue the procedure with a separate frame. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.